Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is experiencing intermittent communication with her ipg due to keloids. Multiple replacement chargers was unable to resolve the issues. The patient was able to communicate with the ipg by physically moving the ipg over the pocket away from the keloid. The patient was able to move the ipg above the keloid in order to get a good connection with the charger which is painful. The patient las charged for four hours and got minimum charge. Surgical intervention may be pending to address this issue.